Event description:
In late 2007, this pt was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component. The procedure resulted with a proximal type I endoleak, which the physician decided not to intervene. A follow-up ultrasound performed on 05/08 revealed a persistant type I endoleak. On approx three weeks later, a re-intervention occurred. An aortic extender component device was implanted which successfully treated the type I endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.